Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2808 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device inserted l) basilica vein, catheter securement device deployed, (B)(6) 2019. On (B)(6) 2019 leaking observed and confirmed and once device removed the leak was noted to be 2 cm under the skin insertion point at 12cm. Skin point was 10cm on insertion. Over the wire replacement arranged for patient and faulty catheter. PICC has been decontaminated. Leaking observed from PICC.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause remains unknown. One 4 fr powerpicc solo catheter was returned for investigation. The catheter length extended up to the 28 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 12 cm depth marker. Microscopic observation of the leak location revealed an angled, slightly curved split. One half of one side of the split edge was observed to have to extra material from an uneven split. The split surface appears to be smooth. Based on the characteristics of the split, possible contributing factors include sharp instrument damage and securement device damage. Since a split was present on the returned device, the complaint is confirmed but the exact cause is unknown. A lot history review (lhr) of recz2808 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device inserted l) basilica vein, catheter securement device deployed, (B)(6) 2019. On (B)(6) 2019 leaking observed and confirmed and once device removed the leak was noted to be 2 cm under the skin insertion point at 12cm. Skin point was 10cm on insertion. Over the wire replacement arranged for patient and faulty catheter. PICC has been decontaminated. Leaking observed from PICC.